Event description:
It was reported that the customer received the button error alarm on the insulin pump. The customer's blood glucose was 229 mg/dl. The customer confirmed that the issue did not result in a serious injury or hospitalization. Troubleshooting was done. The customer stated that, prior to the alarm, the buttons of the insulin pump were pressed against her hip. Advised that the insulin pump needed to be replaced. Advised customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instructions. Informed that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.